Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this patient developed an infection. The physician planned to explant the device system. At this time, this right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.